Event description:
User experiencing imprecision with benzodiazepine and phenytoin for approximately 20 patient samples for two days in early 2009. The following patient example was provided: initial phenytoin result gave 12.0 ug/ml; repeated four times giving 17.6. 23.3, 12.0 and 12.3 ug/ml. The phenytoin result of 12.0 ug/ml was reported. User stated results were erroneous on all 20 samples, but none of the erroneous results were reported.

Manufacturer narrative:
The field service rep determined the cause to be an optical failure and replaced lamp and cells. The field service rep also bleached out sample probe and rinse tubing. He checked system functions with no other problems found. Precision studies were performed and system operation was observed with no errors. System is performing within specification.